Manufacturer narrative:
Hardware low level failures confirmed in the pump history due to open trace.

Event description:
The customer reported that the insulin pump was not recording alerts on the insulin pump. The customer's blood glucose level was unknown. The customer reported that the insulin pump was not recording alerts sometimes for the whole day. The customer also reported that the insulin pump received a hardware low level failure alert during self test. The customer also reported that they were able to velar the alarm and rewind the insulin pump. The customer stated that the insulin pump passed the self test. The insulin pump will be returned for analysis.